Event description:
The following publishment was reviewed by gore: title: tailored endovascular therapy for deformed viabahn vbx balloon-expandable stent graft by external force in aortoiliac disease source: the journal of the american college of cardiology (jacc): case reports, vol. 30, no. 21, 2025. (Patient 1). On unknown date, a patient underwent endovascular treatment for severely stenotic lesion with nodular calcification occupying the lumen of the aortoiliac lesion using two 7.0 x 79 mm gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). Two vbx devices were deployed from the aorta to the bilateral common iliac arteries (cia) using kissing stent technique. Her ankle-brachial pressure (abi) was improved to 0.90 and 0.94 on the right and left, respectively. She had no symptoms. One month later, she experienced left intermittent claudication and a decrease in the left abc from 0.94 to 0.80. Contrast-enhanced computed tomography showed deformation of the vbx devices deployed in the bilateral cias, particularly the left cia, the cause of the deformation was investigated. She had chronic constipation and performed self-acupressure regularly. She pressed her lower abdomen deeply with her fingers. The physicians speculated that this massage compressed the vbx devices against the lumbar spine. Fluoroscopy, digital subtraction angiography, and intravascular ultrasound (ivus) revealed that both vbx devices were deformed, particularly in the left cia. Additional endovascular therapy (evt) for the deformed vbx devices was performed. The deformed vbx devices were dilated and improved using a semicompliant 7.0 x 40 mm balloon. The patient was instructed to stop the massage. Four years have passed without any deformation of the vbx devices. She had no symptoms, and her abi was maintained within the normal range.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. Literature title: tailored endovascular therapy for deformed viabahn vbx balloon-expandable stent graft by external force in aortoiliac disease source: the journal of the american college of cardiology (jacc): case reports, vol. 30, no. 21, 2025 w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.